Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch (batch number not known). Analysis and results: there are four possible batches: 115412, 115443, 115491 and 116027. There are no previous complaints for 115412, 115491 and 116027 batches; there is a previous complaint for 115443 batch but not related to the defect informed in this complaint. There are no units in stock of any of the batches involved. The open sample received contains a piece of thread that it is unused and measures approximately 8 cm. The thread end is cut/frayed, it has also been noticed that there is a mark in the thread. It is assumed that this defect could have been caused by the automatic wound machine during the manufacturing process. The suture got trapped and broke and the piece with the needle was packed in the support cardboard. Taking into account that no other complaint was received regarding this issue for any of the four possible batches, it is considered that these are an isolated units (customer informs that there were more threads affected), but the rest of the batch is correct. Final conclusion: complaint justified: taking into account that the results of samples received do not fulfill the OEM specifications. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: austria. The client claims the thread is too short, the client (B)(6) claims that in the box were more samples with the thread being too short.